Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used was used to treat the superficial femoral artery (sfa) and popliteal artery. The shockwave catheter delivered 300 pulses at a pulse pressure of 4atm successfully. It was reported that the patient experienced complications following stent delivery. It was reported that the shockwave device had no impact on the patient's complications. According to the management team, the patient death occurred post procedure, after being transferred to the heart center. There was no additional information known and/or provided regarding the event. Based on the information provided, the procedure was performed on (B)(6) 2025 and patient death occurred on the same day.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, there was no ivl malfunction and no information suggesting the device contributed to the patient death. Multiple attempts were made to gather additional information related to the event with limited information to date. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaint trends will continue to be monitored.